Event description:
LivaNova Deutschland received a report that the Electronic Gas Blender (EGB) was not working. No air was reportedly coming from the device. The event was detected during procedure. There was no patient or user impact.

Manufacturer narrative:
A.1.-A.5. Patient information was not provided. H11: LivaNova Deutschland manufactures the Electronic Gas Blender. The event occurred in Seattle, United StatesThrough follow-up communications, it was learned that when gas flow is increased, it fails to reach the set value and generates an alarm. The reported issue occurs intermittently and is resolved through power-cycling of the unit. Reportedly, the three status symbols are displayed when the issue occurs, indicating that the blender had apparently passed its internal checks.If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.